Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
Stryker further evaluated the customer's device. The device's software log was reviewed and it was verified that the device inappropriately lost power 3 times during the reported event. The reported issue is likely related to low state of charge (35%) and old manufacturing date (2020) of battery 2. Per the product manual, stryker recommends that batteries be replaced approximately every two years. Therefore, the battery in the device has reached the end of useful life. Additionally the device requires a new power pcb and due to part unavailability, the device cannot be repaired. The device was scrapped by stryker.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker performed an initial evaluation on the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.